Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis characterized by abdominal pain and cloudy peritoneal effluent fluid. The events warranted hospitalization, antibiotic therapy and the transition of modality to hd therapy. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set caused or contributed to the serious adverse event(s) experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient will be doing incenter dialysis due to a reported infection. Upon follow up, the peritoneal dialysis nurse (pdrn) reported the patient experienced cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2019 and was evaluated at the outpatient dialysis clinic later the same day. Upon arrival to the clinic, a peritoneal effluent fluid culture and cell count was obtained, and the patient was transported to the hospital for treatment. The patient was hospitalized because his son (primary caretaker) was away on business, and there was no one to assist the patient with ccpd and antibiotic therapy. The peritoneal effluent fluid culture returned positive for gram-positive staphylococcus aureus, and the cell count revealed an elevated wbc of 405 u/l. The patient was treated with intravenous (IV) vancomycin daily (dose and duration not provided). The pdrn stated the cause of the peritonitis was touch contamination. During a recent home evaluation, it was discovered the patient was performing ccpd therapy without the required assistance of his son. The patient had a hemodialysis catheter (not a fresenius product) surgically placed (date not provided) and was discharged on (B)(6) 2019 in stable condition. The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The patient has successfully transitioned to outpatient hd therapy and is recovering from the events. The patient will return to ccpd therapy once his abdomen has healed and will utilize the same liberty select cycler. Additional information was requested, however it was not available.